Event description:
It was reported that the customer had a blood glucose level of 422 mg/dl. Her insulin pump did not have a no delivery alarm, but she believed it was delivering less insulin than it should have been. She experienced the following high blood glucose symptoms: thirst, aches, and pains. She treated with manual injections. Standard troubleshooting was performed on the insulin pump. The customer did not find a leak. The infusion set's cannula was bent. The customer was advised to change the infusion set, reservoir, and insulin. After these changes the insulin pump performed according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).